Manufacturer narrative:
It was noted that the devices have been discarded. Additional information has been requested and if received, will be provided in the supplemental report. Device discarded.

Event description:
It was reported that surgeon revised an acetabular cup from hip that he implanted years ago. The cup was loose, removed and implanted new tritanium cup in its place.

Event description:
It was reported that surgeon revised an acetabular cup from hip that he implanted years ago. The cup was loose, removed and implanted new tritanium cup in its place.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information provided. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code.